Event description:
The ge oec 9800 fluoroscopy system reportedly would not boot up prior to a procedure. Four attempts were unsuccessful. System was removed from use for service; however, the system powered up properly outside the o.r. Suite.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All circuit boards were verified to be in place and seated properly. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.